Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 945 mg/dl. Customer stated battery compartment was broke and piece was missing. Customer stated insulin pump had partial display and they were unable to read the display. Troubleshooting was performed for damaged. It was unknown that customer was using auto mode or not. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with the display missing segments and vertical lines on the display due to cracked lcd glass. Device was received with the case cracked behind the device near the battery compartment and broken battery tube threads.

Manufacturer narrative:
The information has been received which was not included with the initial report. The correct information has been included with this report.

Event description:
It was stated that the auto mode feature was not active at the time of high blood glucose event.